Event description:
Reportedly, "we are having trouble with icl patients experiencing post op nausea and vomiting, often in association with mildly elevated or high side of normal eye pressures. Sometimes iops are completely normal. Typically these patients are experiencing this several hours (4 seems to be the average) after surgery, sometimes in association with headache. We are currently doing the following for procedure: IV versed and ketamine sedation, rarely with fentanyl, IV decadron, IV zofran, IV hydration, IV toradol for many, intraocular miostat, preop phenylephrine ftts, postop pilocarpine, intraocular preservative free lidocaine, tobradex gtts at home.".

Manufacturer narrative:
A4-a6:unknown. B3: unknown. D4: (expiration date); unk, no serial number provided. D6a: unknown. H4: (device manufacturing date): no serial number provided. Claim# (B)(4).